Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board and the wiring harnesses on the power signal board were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a control panel error message during a case. No pt injury was reported.